Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was obtained. A revision procedure was performed. This lead was surgically abandoned and replaced. Post procedure, lead measurements were satisfactory. No further adverse patient symptoms were reported.

Event description:
Boston scientific received information that the patient with this left ventricular lead presented to the hospital with symptoms of breathlessness. There was concern of increased heart failure symptoms and the patient was admitted to the coronary care unit. Interrogation of this patient's device revealed variable high out of range left ventricular lead impedance measurements. In addition, decreased sensing and increased threshold measurements were observed. There was concern that this lead was either fractured or had insulation damage. A decision regarding a lead revision will be made in the near future. Device measurements were normal and no device issues were observed. The patient remains hospitalized.

Manufacturer narrative:
This is the information known at this time. When additional information becomes available, this event will be updated.